Event description:
The patient was revised due to glénosphère dismantling on (B)(6) 2025. The implantation date was on 2017. A cup and a glénosphère were explanted. A cup and a glénosphère were implanted.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.